Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be caused by a faulty dp board (printed circuit board). In addition, service found that the front panel led (light-emitting diode) was not glowing due to faulty dp board, the date and time was not getting saved due to faulty clock unit, the lamp socket was deformed, there were burn marks on the dp board, the tank socket was rusty, and the label was deformed. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image occurred due to a faulty dp board. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no image/output from the processor. The reported issue was observed during maintenance of the subject device. There was no patient or procedure involvement.